Event description:
Reporter stated that called from facility reported that the volume display on station 3 of the unit was not readable. Recycling the power reset to display. This issue was resolved over the telephone and would not require sending the unit for evaluation. However, the major concern of the customer was the no flow alarm, a fail-safe failure mode, which could not be cleared, therefore, the unit was sent to product services for evaluation of this service issue.